Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving a power error alarm. Their blood glucose was 150 mg/dl. The customer said that they had previously called to previously report a power error alarm. The power error alarm recurred within a week of troubleshooting a previous occurrence. They were advised to discontinue use of the pump and to revert to the backup plan per their doctor¿s orders. The insulin pump will be returning for analysis.